Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10. UDI: (B)(4). Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. The mayfield skull clamp was returned for evaluation. The reported complaint was confirmed from the evaluation of the returned product. The lock has movement and a residue buildup is present. The unit need new components added to replace worn internal parts. The observed condition is likely caused by wear and tear / improperly maintenance of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An assistant nurse manager reported that the patient's head came out of the pins of the a1059 mayfield modified skull clamp during a posterios cervical fusion on (B)(6) 2020. The patient is a (B)(6) year old male. The patient was initially positioned prone, the locking mechanism of the mayfield was unlocked, the head was repositioned and relocked. The surgeon re-adjusted the pin placement. They were not using mayfield pins. The patient had one inch lacerations (unspecified) that were quickly stapled. There was no delay in surgery or further injury.